Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026,"during the puncture procedure, the spring wire guide (swg) was found to be bent and deformed. A brand-new set of central venous catheter (cvc) consumables was immediately replaced, and the puncture procedure was reperformed. This incident caused no adverse effects to the patient." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and replacement with another device.